Event description:
It was reported that during an endovascular aneurysm repair procedure, a balloon detachment occurred. Vascular access was obtained via the femoral artery. The aneurysm was located in a non bsc stent graft within the iliac artery. A (B)(4) equalizer balloon catheter was advanced and inflation was performed to "mould" the graft proximally. During withdrawal the proximal neck of the (B)(4) equalizer balloon catheter snagged inside an 18f non bsc introducer sheath. The balloon detached from the shaft and was totally separated but remained inside the introducer sheath. Both devices were removed together from the patient's anatomy. Outside of the body, the balloon was pushed out of the sheath using the sheath dilator. The procedure was completed, and no further patient complications were reported.

Event description:
It was further reported that the inflations were performed by hand.

Event description:
It was further reported that the 33/7/2/100 equalizer balloon catheter was inflated three times. During the third deflation, blood appeared in the balloon channel and the physician realized a balloon rupture had occurred. The procedure was completed with this device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event, patient sex, desribe event or problem, device code: updated.(B)(6).(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed it was impossible to confirm the lot number as only the distal part of the catheter came back. The remainder of the shaft was not returned. The balloon was found to have burst and detached from the catheter. The balloon was returned together with the distal tip of the catheter. Balloon bonds were inspected and found to be intact on the catheter. Both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The catheter was confirmed to be cut/fractured below the balloon and only distal tip was returned. There were no noticeable deficiencies noted that may have contributed to the analyzed defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).